Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086mri implantable pacing lead 2012-(B)(6); rvdr01 implantable pulse generator 2012-(B)(6). (B)(4).

Event description:
It was reported that a dialysis port was inserted and was placed touching the pacing leads. Approximately two weeks later the device and leads were removed due to infection. No further patient complications have been reported as a result of this event.